Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. Images show the screw head detached from the screw shank and slipped from the rod. The exact cause of the reported issue could not be determined.

Event description:
It was reported that the screw head detached from the screw 3 days post-operatively.